Manufacturer narrative:
The aso and itv sheath were received at aga medical and decontaminated. The device was examined, measured, and confirmed to meet dimensional specifications. The sheath was kinked and semi-flattened, with the distal tip partially inverted. The kink and semi-flattened area were measured from the distal tip at three and ten inches, respectively. The distal tip was reconfigured and the inner diameter was measured within specifications. Functional testing with the sheath was not performed due to the damaged condition of the sheath. Our investigation was not able to determine the cause of the failure described in the field, however, the damage to the sheath was consistent with difficulties retracting the device into the sheath. We are continuing to investigate into this failure, and have forwarded this information onto our research and development team for additional review.

Event description:
To summarize this event, a 10mm amplatzer® septal occluder ("aso") was deployed through the 6f amplatzer torqvue delivery system ("itv") sheath, however, the aso was too small for the defect. During attempted retraction, the tip of the sheath inverted and the aso could not be recaptured. The aso was placed in the defect, released from the cable and retrieved with a 10mm snare and 7f itv sheath. An 11mm aso was then successfully implanted.